Manufacturer narrative:
Previously submitted report was incorrectly filed with wrong (device) problem code grid, remedial action init, recall (z) number. In this report section report source, (device) problem code grid, remedial action init, recall (z) number have been updated/corrected.

Event description:
The manufacturer received information alleging a thermal event to a remstar pro c-flex + device. The user alleged the device burnt inside and the rubbers over the 4 wires have melted. There was no allegation of patient harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.